Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A trial size 3 - 11mm - cr tibial insert broke during insertion. There was no adverse consequence to the patient.

Event description:
A trial size 3 - 11mm - cr tibial insert broke during insertion. There was no adverse consequence to the patient.

Manufacturer narrative:
An event regarding a fractured triathlon standard insert trail was reported. The event was confirmed. The device fractured in overload condition from a front delivered impact with the back side out of correct position on the tibial tray. This confirms the reported event. Medical records not evaluated as clinical factors did not contribute to the event. All devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.